Event description:
It was reported that during a lap bulla resection, the device could not be fired at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient. The staple height was blue. Reinforcement material was not used. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Damaged cartridge shroud the analysis found that one reload was received fully loaded with staples, unlocked and with the "doghouse" component of the cartridge damaged. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.